Manufacturer narrative:
No non-conformance was found after okb reviewed all manufacturing and qc records of the suspected device (meter serial#: (B)(4) and strip lot#: d191121-1). 2. Return and retained strips (lot#: d191121-1) were re-tested by using return (serial#: (B)(4)) and retained (serial#: (B)(4)) meters with control solutions (level low: batch# 9ah1a99, exp. By feb., 2022; level high: batch# 9ah3a16, exp. By jan., 2022), respectively, and results as below met the acceptance criteria (level low: 30~80 ; level high: 210~320). Return meter w/ return strips: 55/56 (level low) and 262/252 (level high), return meter w/ retained strips: 56/65 (level low) and 283/287 (level high), retained meter w/ return strips: 53/53 (level low) and 251/253 (level high), retained meter w/ retained strips: 60/63 (level low) and 284/279 (level high) . 3. Meter setting and all functions of the suspected device were re-tested, and all of them were operated properly. Standby current of the device was re-checked and the current (3.8 ua) met acceptance criteria (< 55 ua). 4. As above, no non-conformance and malfunction of the suspected device were found. The root cause of the complaint was unable to be verified without more users' information. Therefore, the complaint had to be closed out if no further action from the user.

Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 7:00am at home. Caller stated that found the end-user unconscious and unresponsive. He stated that he tested her blood glucose with her prodigy meter and received a result of 97mg/dl. A normal result for that time of day is usually around 130-200mg/dl. Paramedics were called, and the caller stated that he gave the end-user sugar on her tongue. No other food drink or medication was given while waiting for paramedics. Paramedics arrived within about 20 minutes and tested the end-users blood glucose with their meter and received a result of 47mg/dl. Paramedics administered glucose through an IV and transported the end-user to (B)(6) hospital located at (B)(6). Caller does recall what the end-users blood glucose was upon arriving at the hospital, nor does he recall what other treatment the end-user received other than continued glucose through the IV. Caller stated that the end-user is on a sliding scale that goes as follows: novolin - 0-150mg/dl- 0 units, 151- 200mg/dl- 4 units, 201-250mg/dl- 8 units, 251-300mg/dl- 12 units, 301-350mg/dl- 16 units, 351-400mg/dl - seek medical attention. Caller stated that the end-user was admitted to the hospital for 9 days. The end-user was discharged from the hospital with a blood glucose of 170mg/dl and was told to follow up with her primary doctor. The end-user is no longer prescribed lantus since medical attention was sought.